Event description:
ICU night staff reported to respiratory therapist that the ventilator started giving off a bad odor and was followed by smoke emanating from the unit. This problem was reported to biomedical department by the respiratory dept. Note: the ventilator did not stop working, but it was immediately replaced by respiratory technician.